Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w ,lot# l41861, implanted: (B)(6) 1997, explanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. Oral medication included baclofen 20 mg tid (three times a day) and valium. The date of the event was (B)(6) 2010. It was reported that in (B)(6). The patient experienced symptoms that were similar to what he was currently going through. The patient experienced increased spasticity and the patient could no longer transfer, extend his legs and his knees were at his chest. The patient was itchy, had goose bumps and loss of therapy. (See manufacture report # 3004209178-2016-17783).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.